Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0024796. Medical device expiration date: 31-dec-2024. Device manufacture date: 24-jan-2020. Medical device lot #: 0034002. Medical device expiration date: 31-jan-2025. Device manufacture date: 03-feb-2020. Medical device lot #: 0013216. Medical device expiration date: 31-dec-2024. Device manufacture date: 13-jan-2020. Medical device lot #: 0135950. Medical device expiration date: 31-dec-2024. Device manufacture date: 13-jan-2020. Medical device lot #: 1011472. Medical device expiration date: 31-dec-2025. Device manufacture date: 11-jan-2021. Medical device lot #: 1087058. Medical device expiration date: 28-feb-2026. Device manufacture date: 28-mar-2021. Investigation summary: the customer issued a complaint for detached syringe device detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard experienced safety device separation before use. This occurred 3 times in lot 0024796, 4 times in lot 0034002, once in lot 0013216, 6 times in lot 0135950, 3 times in lot 1011472, and once in lot 1087058. The following information was provided by the initial reporter: "safety device found separated from syringe before use."